Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray mapping catheter. The patient experienced pericardial effusion requiring surgical intervention. It was reported that they were mapping a tachycardia, when the doctor noticed blood in the patient¿s pericardium. The patient had to undergo surgery in order to stop the bleeding. Additional information was received. It was discovered during use of biosense webster products. It was discovered during mapping with the octaray mapping catheter. Physician¿s opinion on the cause of this adverse event was that it was procedure related. Outcome of the adverse event was improved. The patient had to stay longer at the hospital because he underwent surgery to stop the bleeding.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30873128l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).